Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event and began treatment with cefazolin sodium and ceftazidime hydrate (doses, routes, durations and frequencies not reported). The patient was discharged from the hospital after ten days. The patient was retrained on proper aseptic technique and reported to have recovered from the peritonitis event. Peritoneal dialysis therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient was reported to be in her 50¿s. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.